Event description:
It was reported that during a colon resection procedure, the device cut and did not staple. Another reload with the same device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.